Manufacturer narrative:
(B)(4).

Event description:
On 19oct2018, a patient (pt) called to report a ¿scratched cornea¿ while wearing acuvue oasys brand contact lenses (cl). The pt reported rubbing eyes because of allergies and scratched the cornea. The pt¿s eye ¿is ok now¿ after using unspecified eye drops for ¿a week or two¿. The pt reported a history of ¿scratched corneas¿ while wearing other brands of cls and while not wearing cls. On 19oct2018, a call was placed to the treating eye care provider (ecp) office; however, no further information was provided. On 23oct2018, additional information was received from the treating ecp office: a representative at the ecp office verified that pt was diagnosed with a corneal abrasion and ¿a mild beginning of a central corneal ulcer¿ in the right eye (od). Event date is unknown. The representative reported that the pt was treated with vigamox, 1 drop every 2 hours for few days, then 4 times a day. The pt did not return for a follow-up visit and it was unknown ¿if the pt has any damage¿. No further information was provided. Multiple attempts were made to contact the pt for further information but were unsuccessful. No additional information has been received. The suspect cl is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.